Manufacturer narrative:
Date sent: 03/05/2009. Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, as the blade portion had become dis-assembled from the sheath, pinchers were used to remove the blade from the handpiece and in doing so, the blade tip was broken off. Another device was used to complete the case.